Manufacturer narrative:
Investigation outcome: the device was inspected and tested by our partner in japan and no issue could be found. The device was returned for usage. This case is considered as closed.

Event description:
When using this c1 in the CT room, blowerfault and batteries total discharge appeared on the screen and the alarm kept going off. Hospital staff discontinued the use of ventilators and switched to manual ventilation. No patient was harmed.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation ongoing.